Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was replaced and the ipg pocket was relocated. Reportedly, therapy was restored post operatively.